Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope exhibited scope error codes b30 (scope communication error) and e218 ¿ no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, only the event, [error message b31] was confirmed, and the device did not meet the standard specifications. [Error message e218] and [error message b30] were not confirmed. The root cause could not be identified. A probable cause for all phenomena was likely due to device handling by the user wherein leakage occurred from universal cord, which led to water invasion of the device. Replacement of parts was recommended to return the device to OEM specifications. The instruction manual identifies the following related verbiage which could have detected and prevented the phenomena: the user may detect the event by handling the device according to the following IFU: inspection of the endoscopic image. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.